Event description:
The customer reported that during the procedure, the surgeon noticed flames coming from the cord/generator connection. The flames were about 1 1/2 feet in height. A nurse put the fire out with her hand and received 2nd degree burns on 15-20% of her right palm and fingers. The injury was treated by wrapping in gauze. The incident cord was replaced and the procedure completed without any further consequence.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.